Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor within 10 minutes of 26.8 mmol/l, 24.4 mmol/l and 4.2 mmol/l. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once the investigation results are available.

Manufacturer narrative:
The customer's product has been requested back for an investigation however, as of this date no product has been returned. Retain testing of lot # retain testing for strip lot #1051417 was performed. All results were within the range specification and no errors were observed. The complaint is not confirmed. This is a final report.

Event description:
The account generated a falsely elevated potassium (7.7 mmol/l) result on the architect c16000. The specimen was retested with a potassium in the normal range (4.0 mmol/l). The falsely elevated potassium result was not reported outside of the laboratory. No impact to patient management was reported.